Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day after initial implant. The lead was revised and then dislodged again shortly afterwards and a high threshold was observed. Due to the lead dislodging twice, there was concern with the screw on the ra lead. It was determined that the lead should be removed. During removal of the ra lead, the right ventricular (rv) lead also dislodged. Both the ra and the rv leads were explanted and replaced. No patient complications have been reported as a result of this event.